Event description:
It was reported the internal lens of the rigid optical laparoscope was damaged before use. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.